Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited an unspecified oversensing. No intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes that the patient's insertable cardiac monitor (icm) was explanted. No patient information was reported.

Manufacturer narrative:
Reported event of under-sensing was not confirmed. The device was at end of service (eos) level upon receipt. Further analysis performed after installing new battery found no anomalies contributing to reported event of over-sensing. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.